Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr did not have a deep enough injection during use, resulting in a negative impact on the consumer's blood glucose level. The following information was provided by the initial reporter, translated from french to english: "many of our patients complain since the transition to ultra pro 4 mm feel that the injection is less good or less deep than before with one of them results that negatively impact its blood glucose.".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed as the lot number was not provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr did not have a deep enough injection during use, resulting in a negative impact on the consumer's blood glucose level. The following information was provided by the initial reporter, translated from (B)(6) to english: "many of our patients complain since the transition to ultra pro 4 mm feel that the injection is less good or less deep than before with one of them results that negatively impact its blood glucose."